Manufacturer narrative:
Reported event: an event regarding crack/fracture and malposition involving an unknown ceramic liner was reported. The event was confirmed via review of the provided photographs and the medical review. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted liner, the ceramic part of the device is fractured and the metal part is extremely damaged and with a piece of metal missing and fused to the ceramic head. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a cementless left total hip arthroplasty using a cementless stem, a cementless cup, a ceramic liner and a ceramic femoral head. I can confirm this because I was able to see x-rays showing the implant. I can also confirm that one of the x-rays showed fragmentation consistent with fracture of the femoral head and/or liner and that the femoral head was eccentric in the acetabular cup. I have no information regarding any revision surgery. Root cause analysis: the root cause of incomplete seating of a ceramic liner can be determined with certainty. This is an iatrogenic complication and it occurs when a surgeon did not adequately examine the periphery of the cup for concentric reduction. The root cause of fracture of a ceramic liner, the formation of a hole in metallic liner and fracture of ceramic femoral head cannot be determined with certainty. The causes of these events are multifactorial including surgical technique, patient activity level, lifestyle, and bmi, and implant factors as well." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to fractures ceramic liner. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted liner, the ceramic part of the device is fractured and the metal part is extremely damaged and with a piece of metal missing and fused to the ceramic head. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a cementless left total hip arthroplasty using a cementless stem, a cementless cup, a ceramic liner and a ceramic femoral head. I can confirm this because I was able to see x-rays showing the implant. I can also confirm that one of the x-rays showed fragmentation consistent with fracture of the femoral head and/or liner and that the femoral head was eccentric in the acetabular cup. I have no information regarding any revision surgery. Root cause analysis: the root cause of incomplete seating of a ceramic liner can be determined with certainty. This is an iatrogenic complication and it occurs when a surgeon did not adequately examine the periphery of the cup for concentric reduction. The root cause of fracture of a ceramic liner, the formation of a hole in metallic liner and fracture of ceramic femoral head cannot be determined with certainty. The causes of these events are multifactorial including surgical technique, patient activity level, lifestyle, and bmi, and implant factors as well." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. Prior to revision, surgeon reported that x-rays appeared to show that the ceramic liner wasn't fully seated. Intra-operatively, the following were observed: the ceramic portion of the liner was shattered, and only 3 small pieces could be found in the patient. There was a hole in the metal portion of the liner. Surgeon did not report if the liner was found to be seated or not intra-operatively. Rep confirmed that no further information will be released by the hospital or surgeon.